Event description:
It was reported by service report that the brake on the surgistool is not holding. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: rubber brake cap.